Manufacturer narrative:
Corrected data: manufacturing and expiration dates an event regarding assembly issues involving a triathlon insert was reported. The event was not confirmed. Damage was confirmed based on visual inspection of provided photograph. Method & results: -product evaluation and results: visual inspection: the reported device was not returned however photographs were provided for review. The photographs show an insert with damage to the locking wire. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the product history records indicate the reported device was manufactured with no reported relevant discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that 'primary procedure, left knee. It was reported that when handing the insert to the surgeon, or staff said the locking wire looked unusual. When implanting the insert, one side of the locking wire locked, and the other was sitting up (not locking). A second insert was obtained to complete the procedure successfully with no delay. Rep confirmed that no further information will be released by the hospital or surgeon.' The reported device was not returned however photographs were provided for review. The photographs show an insert with damage to the locking wire. No further investigation for this event is possible at this time as no devices was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
No new information.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
Primary procedure, left knee. It was reported that when handing the insert to the surgeon, or staff said the locking wire looked unusual. When implanting the insert, one side of the locking wire locked, and the other was sitting up (not locking). A second insert was obtained to complete the procedure successfully with no delay. Rep confirmed that no further information will be released by the hospital or surgeon.